Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153399.

Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or intervention were reported. There were no patient consequences.